Event description:
The surgeon attempted to insert a three piece silicone lens model aq2010v. The lens haptic broke in the cartridge prior to insertion. The lens was not inserted and there was no patient contact or injury.